Event description:
It was reported that the insulin pump had a blank display and alarmed failed battery test. The blood glucose reading was unknown. The issue was resolved upon troubleshoot. Advised the customer that a replacement battery cap would be sent. The customer called back to troubleshoot for a lost sensor alarm, and she advised that the sensor began to work during the call. The most recent blood glucose reading was 245 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.